Event description:
On (B)(6) 2012, this pt underwent treatment of a saccular abdominal aortic aneurysm. A gore excluder aaa endoprosthesis featuring c3 delivery system was deployed, but the contralateral gate of the trunk landed on a shelf of the saccular portion of the aneurysm. Due to the angle of the device within the saccular aneurysm, the physician reportedly could not cannulate the contralateral gate of the trunk. The physician attempted to reconstrain and reposition the device, but due to the pt's anatomy, there were not any options for repositioning the contralateral gate. The physician elected to perform an aorto-uni-iliac with a second device with femoral-femoral bypass and coil embolization of the right common iliac artery. Final angiography showed no evidence of endoleak, and the patient tolerated the procedure.